Event description:
It was reported that after insertion of the iab, as the physician was suturing the catheter in place, he bent it and noted it had fractured. The iab was removed and replaced without any complications.